Event description:
During a consultation ten (10) after the original procedure, it was noted there were no problems with healing and it was determined the brachiopalmar resin cast should remain for another month. It was noted there were no incidents during the revision procedure on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Additional data-d10: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 241.361; lot: 2l42593; manufacturing site: grenchen; release to warehouse date: november 23, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. We have forwarded this complaint to the responsible manufacturing site for further investigation with the following results: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: product code: 204.818, lot #: 1l80290, quantity: 1. Product code: 204.816, lot #: l466516, quantity: 1. Product code: 204.818, lot #: 9763460, quantity: 1. Product code: 204.820, lot #: 1l42872, quantity: 1. Product code: 204.826, lot #: l870273, quantity: 1. Product code: 204.830, lot #: l744274, quantity: 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a broken locking compression plate (lcp) tubular plate. Initially, the patient underwent ulna osteotomy surgery with one-third tubular plate on (B)(6) 2019. The plate was fretted before its implantation to be able to adjust to the bone and the fracture site was protected by a cast. However, on (B)(6) 2019, the plate was observed to be broken under the cast without a notion of trauma. Patient was implanted with a new 3.5 lcp plate. Concomitant devices: screw (part: unknown lot: unknown, quantity: 6). This report is for a lcp one-third tubular plate with collar. This is report 1 of 1 for (B)(4).